Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, invalid auto mode switches (ams) episodes were observed. It was suspected that the electrograms were not cleared since november 2017. Programming changes were suggested. No patient consequences were reported.